Event description:
It was discovered during an additional evaluation that a battery reamer/drill had a stiff trigger and stopped running after the torque test. It was concluded that this is most likely due to normal use over time. There was no patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: (B)(6) 2014 - complaint created from an "additional evaluation." Device evaluated, conclusion drawn - (wear and tear over time,) no additional information on whereabouts of device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.